Event description:
The user facility reported that their synergy washer filled with water and leaked onto the floor. The amount of water leaked was reported to be large enough to create a slip/fall hazard. No procedural delays or cancellations occurred. No injury to staff or patients reported.

Manufacturer narrative:
A steris service technician arrived on site and found the alarm "sump too long to fill" on the washer printout. The technician inspected the unit and found the water level switches had a buildup of debris /deposits on them. It was noted that the deionised water tanks had been changed the day prior to this event. The operator manual states "the corrosive effects of water (deionized, soft and hard water) and contaminants found in water (such as hardness cations, corrosive anions, metals, ect.) Can shorten the useful life and cause buildup on both equipment and instrumentation". (Ref 2.2) the technician cleaned the chamber and water level sensors. The unit was tested by running a test cycle, confirmed operational and returned to service.